Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: patient 1: date: (B)(6) 2011, inratio2: 1.7, >7.5. Patient 2: date: (B)(6) 2011, inratio2: 1.4, 3.0. Patient 3: date: (B)(6) 2011, inratio2: 1.1, 2.4. Caller did not have any info on the 3 pts.

Manufacturer narrative:
Investigation pending.